Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient went through a trial in 1999 and they had big/long wires outside their body. The patient stated that she tripped over the wires and tore everything out of her. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.